Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc assembly was evaluated and replaced. The associated nodes were flashed with the correct software and the 5vdc power supply was calibrated and optimized. The system was tested and found to be working as intended and returned to service.